Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st-inr = 1.1. 2nd-inr = 2.3. Time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Inratio meter mean - 1.70, sd - 0.85, %cv 49.9. Since 49.91% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. Unable to perform retained strip test due to unknown strip lot number. Hence, no further investigation is required. As of today, products associated to this complaint are not expected to return.

Event description:
Caller alleged discrepant, results (precision), results as follows: set 1, meter-inr 1.1. Set 2, meter-inr 2.3.